Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the cord had chemical like type of damage consistent with improper cleaning. It was determined that the broken drive shaft was what caused the noise and temperature failures which was consistent with using excessive force while the device was in use. The assignable root cause was determined to be due to improper maintenance and excessive force during use, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the cord was damaged, the drive shaft was broken and the cord had chemical like type of damage on the motor device. It was further determined that the device failed pretest for loctite and cable assessment, noise, and handpiece temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.